Event description:
It was reported that during the pre-use check, a crack was found in the connector, from which leakage of medical fluid was observed.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: one sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. It was observed that there was a crack on luer lock adapter, this cosmetic issue could cause leakage or another functional fail test, failure mode was confirmed. The sample was found to be damaged/broken. Based on the sample provided, analysis conducted, physical evaluation and trend analysis for this failure mode, the root cause was traced to the supplier. For corrective action, awareness notification for failure mode was reported to the production personnel. A scar was summitted to the supplier in which supplier was notified about the issue reported for broken component. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).